Event description:
It was reported that the patient's heart rate was measuring fewer than 50 beats per minute. It was also reported that the right ventricular [rv] lead impedance measurement had been increasing, was undersensing, loss of stimulation had occurred and noise was present. The pace/sense portion of the rv lead was capped and replaced; the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that the lead integrity alert triggered, 1 - patient alert for lead failure predictor on (B)(6)-2012 03:35:06. There was also a resistance/impedance increase, where the weekly pace lead impedance trend data showed an increase for max ventricular pace bi impedance= 456 to 969 ohms peak between (B)(6)-2012. There was also oversensing, with 2 - lfp high rate-ns <= 195 ms average v-cycle on (B)(6)-2012 00:23:27 and (B)(6)-2012 03:35:05.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.